Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was stable.

Event description:
New information notes that the patient was seen in clinic on (B)(6) 2025 and no new episodes of post-paced t-wave oversensing were noted. The physician opted to make no changes and continue to monitor the patient.